Event description:
It was reported that the ilet displayed alert code 38 indicating consecutive stalled motor events, the pump repeatedly restarted, and the patient could not remove the cartridge due to it being stuck in the cartridge chamber despite multiple attempts and guided troubleshooting, including dry run and rewind attempts. Symptoms included no reported changes in blood glucose. Outcomes included shipment of a replacement ilet and instructions to sync data and shut down the device prior to return. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.